Manufacturer narrative:
The device was received by depuy synthes. The device was evaluated and the reported problem of "cutter could not be inserted" was confirmed. The device did not meet all manufacturing specifications. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating "cannot insert cutter." The device was not being used during surgery. It is unknown if there were injuries or medical intervention. The date of the event is unknown. There was no additional information provided.